Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel. Additionally, inappropriate pacemaker mediated tachycardia (pmt) episodes were stored. Boston scientific technical services (ts) discussed these were atrial or sinus driven. No adverse patient effects were reported. This device remains in service.